Manufacturer narrative:
Based on the results of the re-investigation, it is likely the following led to the malfunction: foreign objects adhered to the electrical contacts that caused communication problems with the endoscope, which resulted in sporadic image failures.

Event description:
It was reported the light source image was missing. The issue occurred during a gastroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.